Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va17zw5, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient felt a tingling down the back of the leg and had a lack of therapeutic effect. Impedance testing was normal. Lateral x-rays taken showed the lead had migrated beyond the anterior edge of the sacrum. The patient did not report any falls or blunt trauma to the area where the device was implanted. The physician and manufacturer¿s representative were trying to work through programs and manipulate the settings to isolate the stimulation to the pelvic floor area. The physician did discuss a possible lead revision if the several programming attempts were unsuccessful. The issue was reported as not resolved at the time of report. No surgical interventions had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event is estimated if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she had her system explanted due to the lead migration and it wasn¿t working any more. Patient stated the system had been explanted about 4 weeks ago. She also needed to have MRI for another reason, so she just had the system removed. There was no fall or trauma related to the issue. There were no further complications that have been reported as a result of this event.